Event description:
Physician was using a concerto detachable coil system during his procedure, but when he tried to deploy the coil, the system failed and did not work. Unable to deploy a coil during his case due to the system being defective. Information from product package is: vendor: medtronic ev3 item: concerto detachable coil system 5mm x 15cm reference number (B)(4), lot number: a713200, expiration: 2021-09-24.